Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience diaphragmatic stimulation on the left ventricular (lv) lead. The device was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.